Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that some atrial fibrillation (af) episodes with noise were stored for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed and did not observe oversensing. Ts noted no programming optimization at this time. This electrode remains in service. No adverse patient effects were reported. Additional information was received that the shock impedance measurements have risen to greater than 125 ohms. Noise and oversensing were observed in previous episodes, resulting in an untreated episode. Baseline noise was observed on the presenting subcutaneous electrocardiogram (secg), ts noting possibly from movement or myopotential noise. Secondary vector had been programmed in the past and currently. Ts discussed considering whether this patient has lost or gained weight and to consider evaluating other vectors. This electrode remains in service. No adverse patient effects were reported.